Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument grip cable was found to be derailed at the distal idler pulley. The grip cable was seated on outermost pulley and the cable was exposed on the outside of pulley. Yaw motion was non-intuitive as a result. Other cables at wrist were not damaged. Additional observation was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage with material removed, found during failure analysis could likely cause or contribute to an adverse event if to reoccur.

Event description:
It was reported that during cleaning and sterilization, 'wires at the end were off the track on the wheel. Won't move back onto the track, so it won't close all the way' on the prograsp forceps instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.